Event description:
It was reported that the device keypad was not functioning.

Manufacturer narrative:
Additional information: d10. Corrections: g4, h3, h6 (method, results, conclusion). The customer reported problem was unconfirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 10/5/2019 to 8/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device keypad was not functioning.